Event description:
Related manufacturer reference number: it was reported that the patient presented for a scheduled procedure. Prior to the procedure, the atrial lead exhibited loss of capture and high pacing impedance. The atrial lead was capped and replaced on 8 jun 2023. During the procedure, externalized conductors were noted but all electrical values were normal. The right ventricular lead will further be monitored. There were no patient consequences.